Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not detect an occlusion and went undetected resulting in hyperglycemia and in hospitalization; was treated with an IV of unknown fluids. Caller reported the infusion set was occluded. Requested return of the alleged device for evaluation.